Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, the filter was allegedly embedded and could not be retrieved after an attempted percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post deployment, the filter was attempted for removal. The snare was attempted to remove the filter with no success despite different angled glide catheters were used. The retrieval attempt was unsuccessful. Around two years and six months later, computed tomographic images study showed the filter was tilted posterior and to the left approximate 20-degrees with the cone of the filter overlaid in contact with the posterior vena cava wall. Also, one of the filter legs penetrated the inferior vena cava and penetrated the posterior wall of the duodenum. Around one year and six months later, during recanalization procedure, it was found that there was inferior vena cava occlusion. A 26mm balloon was used to balloon dilate the chronically occluded inferior vena cava area. Even after this, there was no through and through flow and the problem appeared to be the thrombosed inferior vena cava filter itself. Then the same 26mm balloon was used, and a wall stent 24mm was used after which the flow appeared to be improved. Therefore, the investigation is confirmed for perforation of ivc, filter tilt, occlusion of ivc and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Medical records review: the patient with left iliofemoral deep vein thrombosis had a vena cava filter deployed without incident. Approximately eight weeks post filter placement, during scheduled filter retrieval, an attempt to remove the filter from the posterior wall of the inferior vena cava using a 7 x 40 balloon was performed. Following this, a snare attempted to remove the filter with no success despite using different angled glide catheters. The decision was made to leave the filter in place. Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight weeks post filter placement, an attempt to remove the filter from the posterior wall of the inferior vena cava using a 7 x 40 balloon was performed. Following this, a snare attempted to remove the filter with no success despite using different angled glide catheters. Therefore, based on the provided medical records, the investigation is confirmed for the alleged retrieval difficulties which resulted in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, the filter was allegedly embedded and could not be retrieved after an attempted percutaneous removal procedure. No patient injury was reported.